Event description:
Healthcare professional reported a patient was injected in the zygomatic arch and medial/aterial cheek with 1ml of juvederm voluma with lidocaine. About 8 months later, the patient had influenza (not device related) with fever and started experiencing "hard/hot/swelling" in the right cheek. Patient is undergoing unspecified treatment and event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "influenza with fever", deemed not device related is considered an unexpected adverse drug experience.